Event description:
While securing pacer to atrial wall s/p avr, 7-0 needle detached from suture (non-pop off) and needle fell into atrium. Unable to retrieve. Presumed that needle is in rt atrium. Suture pak came out of an e-pack (speciality cardiac). E-pack (B) (4), lot #apt107, exp jul 2013. Dates of use: (B) (6) 2009. Diagnosis: surgery.

Manufacturer narrative:
(B) (4): user error caused the event. The user lost both visual and tactile control of the device. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods released criteria. Additional info from the voluntary report: ethicon 7-0 prolene suture. Diagnosis or reason for use: surgery. (B) (4).